Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/16/2018, that on 04/16/2018, the receiver displayed an err281. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver data log could not be downloaded because it was unable to communicate with the communication tool. The reported event of an error icon display was undetermined due to the inability to download data logs. A probable cause could not be determined.